Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using an aspirex device. During aspiration, an abnormal sound was suddenly heard from the catheter. The system was immediately stopped, revealing that the guidewire tip had fractured into three fragments, which were dispersed within the inferior vena cava, right ventricle, and left pulmonary artery. The straub catheter and guidewire were then carefully withdrawn. However, all attempts to retrieve the foreign bodies in these locations were unsuccessful. Fluoroscopy revealed that the remaining fragments were small and fixed in position, with no significant displacement. After consultation with the patient¿s family, it was decided to temporarily refrain from removing the remaining foreign bodies. A permanent inferior vena cava filter was placed following the decision to retain the foreign bodies. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible. Due to no sample, images, videos received, the reported malfunction cannot be confirmed. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.